Event description:
It was reported that during a lap colon case, there was a handswitch error on a gen04 once the hand activation button was pressed for one of the handpieces used and a three-tone alarm with no error code for a second handpiece. The customer used a second generator and a second disposable instrument while attempting to resolve the issue during the case. The instruments used have the same lot number. The case was converted from lap to open to complete. The customer used electrosurgery to complete the case. The current status of the patient is unknown. Additional information: the sales rep reported that the customer stated that they did not believe the convert to open was a result of the errors with the harmonic devices. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Unknown as I was informed that they completed the case open and the coordinator was not informed if it was a direct correlation to the harmonic issues. Why was the lap procedure not completed with another gen11, a gen04 or another method such as electro-cautery? The surgeons did try to complete the case with another hp054, another ace36e and another gen04. Or manager responded: the surgeons converted to open by preference. The harmonic ace36 was not functioning correctly after 2 generators and after opening 2 disposables.

Manufacturer narrative:
(B)(4). Both devices were returned in good physical condition. The devices were tested with a test handpiece and generator and the devices did activate using max and min buttons. The devices were disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. One possibility of causing an error code 7 is to activate the max or min button while connecting the handpiece to the generator

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Not reportable. After review of the analysis, the potential cause was determined to be the handpiece and not the ace disposable. Reportability has been switched to the handpiece and was reported on 3005075853-2012-01960